Manufacturer narrative:
Maquet has not yet received the device. We will continue to pursue the receipt of the device and a follow-up report will be sent when the investigation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro stopped working in the middle of the procedure. A new kit was used to complete the procedure. There were no patient effects. The product will be returning.